Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches, suspect manufacturing defect. There was no reported patient involvement.

Event description:
It was reported that the device had failed binary switches, suspect manufacturing defect. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of pca failed binary switches was not confirmed. On 11-apr-25, pca was received unboxed and with paperwork. Pca passes asft check-in testing. No faults found. Unable to verify or duplicate customer failure complaint. Device to be returned to san diego repair center for processing. No repair required by bd san diego repair center. Failure investigation report attached to sales force. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.